Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus pnk 20ga x 1.16in prn leakage occurred during use. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, high-pressure injection was given to the patient, and the nurse in charge performed venous indwelling needle puncture for the patient to check the leakage at the prolonged tube and needle seat during water test.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9207857. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd pegasus pnk 20ga x 1.16in prn leakage occurred during use. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: on february 17, 2022, high-pressure injection was given to the patient, and the nurse in charge performed venous indwelling needle puncture for the patient to check the leakage at the prolonged tube and needle seat during water test.